Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The patient stated they had a rash in the past from the adhesive. The last time she wore the continuous glucose monitoring (cgm) system, and upon removal of the sensor, it ended up leaving a bulge/bump that had not resolved. Additionally, patient stated that their health care provider (hcp) was made aware. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.